Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump history indicated that the last basal delivery occurred on (B)(6) 2014. The pump black box indicated that the pump emitted a loss of prime warning at 16:07 on (B)(6) 2014; the pump alarm was confirmed at 16:10 and the pump was primed and delivery resumed at 16:17. The pump black box showed one unexplained power on event occurring at 20:43 on (B)(6) 2014; the pump voltage recorded at the time of the event was within normal range. The pump was next powered on (B)(6) 2014 but the insulin delivery was not resumed. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump may not have been delivering appropriately. The pump was reviewed and found that basal history matched the active basal program, the bolus totals matched and all of the boluses were recorded as programmed. During testing, the pump was able to successfully deliver a 1 unit bolus which was correctly recorded in the pump history. This complaint is being reported based on alleged delivery issue which was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
This supplemental is to correct the brand name of the product.